Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in multiple inappropriate shocks. The patient was noted to have just finished exercising at the time of the delivered therapy. Device data was sent to rhythmcare for review. Although not enough data was able to be reviewed, rhythmcare determined the qrs morphology widened lead to the observed t-wave oversensing. The device was subsequently reprogrammed to the alternate vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.